Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of 100 bd emerald syringes had no label on it. The following information was provided by the initial reporter, translated from (B)(6) to english: "in the warehouse inspection, there is no label on the small packaging box, which can be returned."

Event description:
It was reported that the box of 100 bd emerald¿ syringes had no label on it. The following information was provided by the initial reporter, translated from chinese to english: "in the warehouse inspection, there is no label on the small packaging box, which can be returned."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2012114. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, pictures of the affected sample were returned for evaluation by our quality engineer team. Through examination of the pictures, a shelf carton was observed without the label. After discussing the observed defect with our manufacturing technicians, it was concluded that the missing label resulted from an unexpected temporary problem within the secondary packaging printing system. During the printing process of the label, a misalignment of the printer system caused the label to not be placed. This defect went undetected by the production operator and the shelf carton was released.